Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
No return is expected, the device have been discarded. The neuro nurse reported a new resident implanted an im3.st on two occasions on two separate patients. On both occasions, the im3.st was properly placed with the intracranial pressure monitoring catheters placed and properly pulled back to the black ring. Good intracranial pressure waveforms were observed. On both occasions the bolts were tightened by turning the compression cap approximately four times. Once the compression cap was turned, the intracranial pressure reading was up to 150mmhg. On both occasions, the catheters were replaced with new catheters which functioned as intended.